Event description:
It was reported that the scrub nurse was unable to engage the screw with the screw driver blade. If she was successful with the pick up, the screw would fall off before it could be passed to the surgeon. Another identical device was available for use.

Manufacturer narrative:
Investigation in progress but not yet complete.